Event description:
On (B)(6) 2012, the patient contacted animas to report several high blood glucose (bg) readings received earlier that day. The patient informed customer support that her bg was 400mg/dl during the afternoon, but at the time she placed call to animas her meter gave her a message of "high." A "high" message appears when the meter detects a blood glucose greater than 600 mg/dl. The patient denied developing any symptoms with the high bgs. In response to the elevated readings the patient stated she gave herself an injection of 70 units with a syringe 2 hours prior and had just given herself another injection of 40 units. At the end of the call with animas, the patient checked her bg and was at 500 mg/dl. At the time of troubleshooting, the patient confirmed the pump was set to the correct date and time and all basal and bolus settings were correct. Review of prime history revealed that the patient was not priming the pump correctly per the instructions per use. Customer support noted that the patient was priming 0.7 to 4.1 units with every set change. The patient was advised to prime tubing until 4-5 drops expelled from the end of the tubing. This complaint is being reported because the patient's bg tested greater than 500 mg/dl while on insulin pump therapy. The patient's alleged hyperglycemia can be attributed to use error, since the patient was not priming the pump as per the recommendations in the instructions for use.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the black box and prime history for the date of the event has been overwritten due to continuous use of the pump. Review of the available black box and alarm history show no errors or alarms related to the complaint. The daily insulin delivery totals were found to correctly reflect the user's programmed basal rates. A force sensor calibration test showed the pump is not detecting the correct force. The force sensor resistance was found to be in specifications. No evidence of contamination found in force sensor housing and force sensor shim. A 29 hour flow accuracy test was performed; pump passed and was found to be delivering within the required specifications. The pump information for the complaint date has been overwritten, unable to duplicate the complaint.

Manufacturer narrative:
The following information was inadvertently omitted from the previous supplemental: unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function. (B)(4).